Manufacturer narrative:
(B)(6). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event. The cause of the peritonitis was unknown. The treatment for the peritonitis included unspecified antibiotics (dose, frequency and route not reported). The patient remained hospitalized at the time of this report, but was recovering from the peritonitis. The pd therapy was discontinued as the pd catheter was removed and the patient was transitioned to hemodialysis. No additional information is available.